Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. During the procedure, the physician attempted to implant three different left ventricular leads at different locations but was unable to achieve capture for the patient at maximum output. The physician then completed the procedure by implanting a leadless pacemaker to avoid the unreliable pacing threshold on the left ventricle. It was also noted that the patient had an edwards tricuspid percutaneous valve and the physician wanted to avoid placing anything through the new valve. No further incident was reported. The patient was reported to be in stable condition. Related manufacturer reference number: 2017865-2020-13709, 2017865-2020-13710.

Manufacturer narrative:
The reported event of loss of capture was not confirmed in the laboratory. Analysis was normal. No anomalies were found.